Event description:
(B)(4). Shortly after being implanted with the device, I began to experience migraines, hives, light headedness, dizziness, memory loss, lower right abdominal pain, heavier more painful periods (to the point of spending a week in bed each month), extreme fatigue, swollen painful lymph nodes, pain during intercourse, severe abdominal swelling, low back pain. It was so bad that I had a hysterectomy at the age of (B)(6).